Event description:
Caller reported a malfunction on the pump, identified as malfunction code 12, with a specific fault ID. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer completed a pump reset independently before contacting technical support and was informed it was safe to continue using the pump. Technical support advised the caller to call back if the malfunction code recurs, which the caller acknowledged and understood.